Event description:
Update 06/11/2013 - sales rep reported revision surgery on right hip due to elevated cocr serum levels. There was no new information that would change the outcome of the investigation. Part and lot numbers provided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant.